Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (1) years since the subject device was manufactured. Based on the facts obtained from the investigation, it was presumed that communication error (e227) occurred due to effect of scope because it was reported that scope had issue. However, since no further information could not be obtained, cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had an e227 error code. The issue occurred during preparation for an unknown diagnostic procedure. The procedure was completed with another product. There were no reports of patient harm.